Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were telemetry issues. The antenna locator (al) was used to potentially resolve the telemetry state. Use of the al resulted in a por being displayed on the ins which then led to the normal recharging screen. The pt was able to recharge the ins but could not get a coupling bar. The pt could not get coupling after al feature was used. Additional info has been requested, but was not available as of the date of this report.